Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunctions. The DHR confirmed that the subject device was shipped in accordance with the specifications. As a result of checking the complaint for the past one year from the date of occurrence of the complaint, there was no repair history. A definitive root cause for this issue was not established. However, based on the facts obtained from the investigation, it is possible that a malfunction of the video board affected this phenomenon, but since the phenomenon did not reproduce, we were unable to pinpoint the exact cause. Olympus will continue to monitor field performance for this device.

Event description:
Updated information provided by the customer states that the name and date of the procedure was n/a. There was no delay in the procedure and the procedure was completed.

Manufacturer narrative:
The device was returned to olympus but has not yet been evaluated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was no image on the visera 4k uhd camera control unit. It was also reported that the video connectors were broken. The issue was found during a procedure. There were no reports of patient harm.